Manufacturer narrative:
Citation: nanda, a., et al. A comparative analysis of mitraclip versus mitral valve-in-valve replacement for high-risk patients with severe mitral regurgitation after transcatheter aortic valve replacement. Curr probl cardiol. 2021 feb;46(2):100423. Pmid: 31064671doi: 10.1016/j.cpcardiol.2019.04.003. Epub 2019 apr 12 earliest date of publish used for date of event. [Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding treatment of mitral regurgitation after transcatheter and surgical aortic valve replacement (tavr/savr). All data were collected from an electronic literature database analysis covering articles published between 2012 and 2017. The study population included 67 patients (predominantly female, mean age 79 years), 26 of which were implanted with medtronic corevalve bioprosthetic valves with an additional patient implanted with a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all patients, four patients died within 30 days and 15 patients died within one year of mitral valve replacement. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: strokes. Based on the available information medtronic product may have been associated with the adverse event. No additional adverse patient effects or product performance issues were reported.